Event description:
While responding to a code, an IV was ordered. The nurse pulled a new IV set from a sealed crash cart, opened the package, and tried to insert the IV cassette into a hospira symbiq IV pump. After several attempts to insert the cassette, another nurse pointed out that the IV set was intended for a hospira plum series IV pump, of which this particular hospital has none. The correct IV set was located nearby in general supplies and IV therapy was delivered to the patient. Although there was a delay in administering medications to the patient during a life-threatening event, the patient was revived with no apparent injury.====================== health professional's impression======================during the opening of a new hospital ,2 years ago, hospira plum series pumps were transitioned to the symbiq platform. Hospira representatives were on-site to ensure all plum supplies were replaced with symbiq. It was found that crash carts were overlooked in the inventory purge.